Manufacturer narrative:
The device was returned due to advisory. Bench testing was performed and the device was normal and no anomalies were found.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. Patient was stable post procedure.